Event description:
The customer reported that there was odor coming from the unit. The customer shut down the unit. There was no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the system was shut off and unplugged from ac power. The fse reconnected to ac power and booted sterilizer. The fse found that the oil fill cap had developed a hole and was emitting oil mist from vacuum pump oil reservoir. The fse replaced oil fill cap and checked system parameters to manufacturer specifications. The fse ran the empty test standard cycle. System and the unit confirms to manufacturer specifications,. Conclusion: a change order has been opened to further investigate oil misting from the fill cap.